Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown lcp/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, fucs, p., svartman, c., assumpcao, r., yamada, h. And simis, s. (2012). Surgical technique: medial column arthrodesis in rigid spastic planovalgus feet. Clin orthop relat res, 470, 1334-1343. The authors retrospectively reviewed 21 patients with spastic cerebral palsy and planovalgus deformities (35 feet) who underwent column arthrodesis. Between march 2003 and april 2008, patients were treated with arbeitsgemeinschaft für osteosynthesefragen / association for the study of internal fixation devices: a small fragment dynamic compression plate (dcp) in the first 24 feet and a low contact plate (lcp) in the remaining 11 feet. The study group included 13 males and eight females. All had undergone previous operations on their lower limbs. Mean age at surgical procedure was 16 years (range, 8-29 years). Minimum follow-up was two and one half years (mean, five years) with radiographic and clinical assessment. Results regarding treatment with lcp included: female patient, age 188 months, with symptomatic pseudarthrosis at the talonavicular site in the left foot who underwent pseudarthrosis repair and implant change to lcp. Male patient, age 189 months, with symptomatic pseudarthrosis at the talonavicular site in both feet who underwent bilateral pseudoarthrosis repair and implant change to lcp. Male patient, age 96 months, who experienced pain in the left foot. Male patient, age 252 months, with asymptomatic pseudarthrosis at the navicularcuneiform and cuneo-first metatarsal site in the right foot. Results regarding treatment with dcp included: male patient, age 197 months, with worsening hallux valgus deformity and collapse of the left foot, who underwent plate removal, midfoot and calcaneal osteotomy, pan arthrodesis and arthrodesis of the first metatarsal ¿ phalanx joint. Female patient, age 210 months, with asymptomatic pseudarthrosis in the left foot at the cuneo-first metatarsal site. Male patient, age 232 months, with asymptomatic pseudarthrosis in the right foot at the talonavicular site and in the left foot at the talonavicular and cuneo-first metatarsal sites. Male patient, age 158 months with asymptomatic pseudarthrosis in the right foot at the talonavicular site and at age 165 months, asymptomatic pseudarthrosis in the left foot at the navicular cuneiform site. Male patient, age 166 months, with equinus complication, who underwent revision to a better molded plate. Female patient, age 191 months, with left foot pain and at age 194, right foot pain; both plates were removed. Female patient, age 163 months, with equinus complication and asymptomatic pseudarthrosis in the right foot at the navicularcuneiform site underwent achilles tendon lengthening; at age 160 months, asymptomatic pseudarthrosis in the left foot at the talonavicular and cuneo-first metatarsal sites. Male patient, age 173 months, with symptomatic pseudarthrosis at the navicularcuneiform site in the left foot who underwent pseudarthrosis repair and implant change to lcp. Male patient, age 164 months, with symptomatic pseudarthrosis at the talonavicular and navicularcuneiform sites who underwent pseudarthrosis repair and implant change to lcp. This report is 1 of 13 for (B)(4). This report is for an unknown lcp and refers to a female patient, age (B)(6), with symptomatic pseudarthrosis at the talonavicular site in the left foot who underwent pseudarthrosis repair and implant change to lcp.